Event description:
The device was applied to a "thick bronchus." The user then could not get the stapler to release off of the tissue. The user then had to resect additional tissue to cut the stapler out.